Event description:
It was reported that the ventilator had low oxygen pressure alarms when the ventilator was used on high fio2 and on the aircraft liquid oxygen supply. Switching to tank oxygen alleviated problem. Patient had desaturated to 90% in flight. No patient harm identified.